Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated the cgm was displaying 126 mg/dl which is a steady blood sugar value for the patient; however, the patient started hallucinating. She took a finger stick reading and the bg meter was displaying 64 mg/dl and was dropping. The patient was taken to the emergency room (ER) and admitted. While in the hospital, the patient was treated with unknown medication to stabilize the patient¿s blood sugar. At the time of contact, the patient was still in the hospital. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.